Manufacturer narrative:
Other applicable components are: product ID neu_unknown_cath, serial# unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid (50mg/ml at 12.087mg/day) via intrathecal drug delivery pump. The indication for use was noted as spinal pain. It was reported that the patient fell and the catheter came out. The patient had it fixed. The event date was "probably 15 or 18 years ago," relative to (B)(6) 2018. No symptoms were reported. There were no further complications reported at this time.